Manufacturer narrative:
.

Event description:
The patient was treated with a venaseal closure system. The patient presented 48 hours post treatment for a routine ultrasound study. The patient complained of swelling and pain in the treated leg. During the ultrasound, a deep vein thrombosis was observed from the super femoral junction (sfj) to the tibial. The physician treated the dvt with xaralto medication and is monitoring the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.